Manufacturer narrative:
Estimated age based on age at time of clinical study baseline and event date. Weight at study baseline. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). The neurostimulator was turned off for unknown reason at the retirement home, no more information could be provided. "Medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to a body structure or function" was removed from the reported seriousness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced parkinson's disease impairment due to the ins being turned off by an employee at the patient's retirement home. Diagnostic methods included patient reporting an increase in parkinson's symptoms and examination confirming ins was off. Etiology was described as related to device/therapy and not related to procedure. Interventions included turning the ins back on, which resolved the event without sequelae on (B)(6) 2018. The event resulted in in-patient/prolonged hospitalization, medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to a body structure or function, ER visit, and unscheduled clinic/office visit. Clinical diagnosis was reported as general health status and neurological status impairment. There was no applicable device diagnosis. No further complications are anticipated.